Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported an issue regarding the use of the safety needle and stated "ampule bags/pfs/vial leaks." The product information was not provided.

Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes.

Manufacturer narrative:
Samples were not received for the investigation. A device history record review could not be performed because a lot number was not received with the complaint. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine the root cause, therefore a corrective action is not applicable at this time. If a sample is received at a later date, this complaint will be reopened for further investigation. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Additional event information was received from the customer on (B)(6) 2024 therefore section b5 was updated.

Event description:
The customer reported an issue regarding the use of the safety needle stating "ampule bags/pfs/vial leaks". On (B)(6) 2024 the customer provided additional information stating that according to the complaint description, when administering injection, the substance was observed to be leaking out of the syringe and the top of the needle being that the procedure had to be discontinued. Possible item code 8881850215, 8881850310. Possible lot number 004871, 004118.